Manufacturer narrative:
D5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak. "Checked for air leaks after insertion. After extubation, checked the cuff area and confirmed leaks". No patient injury or clinical affects was reported.

Manufacturer narrative:
D9: date returned to mfg.: 3/11/2024. One device sample was received without the original package. Three photos were included for evaluation. Visual inspection confirmed the complaint as a cut in the cuff was detected. The root cause was not established. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken.